Event description:
It was reported that the right ventricular lead was found to have low impedance, no capture and no sensing. Lead polarity was switched to unpolar and all the numbers are good. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.